Event description:
It was reported that the pt has been hearing bell-like sounds since her first fitting. The surgeon confirmed that there are 5 electrode channels outside the cochlear, which he intends to re-position during a revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow-up report.